Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening device on anterior side assessed as fold flaw opening, broken device on posterior side assessed as fold flaw opening and missing shell assessed as inconclusive. Additional observations: creases are observed on the device. Wear abrasion observed on the device. Stress marks are observed assessed as non-penetrating nick. Black particles observed in the surface of the shell.